Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. Reimplantation surgery will be scheduled. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing methicillin-resistant staphylococcus aureus (mrsa) infection at the implant site post-operative. The recipient was prescribed antibiotics, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
The recipient's infection is reportedly not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.